Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a medical malpractice investigator and additional information was received on (B)(6) 2013; both were processed together in a single report with the significant clock start date of (B)(6) 2013. This case concerns a male patient (age unspecified) who started having unspecified problems after receiving treatment with synvisc injection into hip (off label use) and underwent a complete hip replacement (hip arthroplasty). No relevant medical history, past drugs, other concomitant medications or concurrent conditions were reported. On an unknown date, the patient received treatment with synvisc injection (dosage regimen, route of administration, batch/lot number and expiration date unknown) into hip (off label use). It was reported that the patient was having problems thereafter (unspecified at the time of report) as it was injected into the muscle (they knew that it was only to be used in the knee). The patient did not know if it was a missed injection "sight" or the patient had an allergic reaction to the injection but after unknown latency of injection, the patient underwent a complete hip replacement. Action taken: unk. Corrective treatment: no reported. Outcome: unk. (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through our ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed undiagnosed problems after receiving treatment with synvisc into the hip joint. The patient, however, had to undergo a complete hip replacement. There is no pharmacological or biological plausibility to prove that synvisc resulted in hip replacement. However, lack of information regarding problems suffered by the patient post-therapy and underlying disease precludes comprehensive medical evaluation.